Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during meta tarso phalangeal (mtp) fusion surgery using a k-wire driver attachment on a power drill the compression wire broke distal to the 'ball' part of the wire. The surgeon elected to leave this in situ as it was not protruding dorsally or on plantar surface of bone and 1st mtp fusion plate and screws were already in situ. The surgeon reportedly felt the surgery was completed satisfactorily and felt the event was likely due to their own technique error and did not question the integrity of the device itself. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.